Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This report is based on information provided by a philips service work order administrator and field service engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the 453564508241 (hs1+ (w g) defib, japanese, exchg) indicating that the device beeped once (single chirp). Results of functional testing indicate a device failure. The AED beeped once and did not say anything when the I-button was pressed. The device failed the self test. The battery fit test was performed and the device gave the message, "to test, remove the battery and re-install the battery". The AED beeped once again. It was confirmed the AED failed due to an equipment fault and was replaced. The device is not available for investigation due to a logistical limitation that is preventing the return of the device. When the limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. Based on the information available and the testing conducted, the cause of the reported problem was a device failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.